Manufacturer narrative:
Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the tibial artery the 3.0 x 40 mm armada 18 balloon dilatation catheter was inflated once to 8 atmosphere when a leak at the hub was noted. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device and the hub leak was confirmed. A review of the lot history record identified one similar incident. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.